Event description:
During start up customer reported that error message "head" and "stop input" error messages appeared on the twin roller pump module of the hl 20 machine independently. No harm to any person was reported. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
During start up customer reported that error message "head" and "stop input" error messages appeared on the twin roller pump module of the hl 20 machine independently. No harm to any person was reported. The stop input error appears if there is a problem on the start-up of the procedure. This can only happen on start up of the device not during operation. During the selftest when starting the pump, the controller generates its own stop signal. This stop signal is sent back via the connection which is actually used for the incoming signals (real stop signals !) From the pressure and bubble/level modules. If this test signal gets lost on its way the controller will generate the stop input error message. Thus, the risk of harm to any person is remote, no report is required regarding the failure stop input error. However, the failure ¿head error¿ can lead to a pump stop. Therefore, since the two failures happened to the same hl 20 device, a report is required due to the ¿head error¿. A getinge field service technician (fst) was onsite and investigated the unit in question. The optical tacho board and the motor control board were replaced with new ones. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure could be confirmed. The affected parts were not returned for further investigation. However the reported failure "head error" has been investigated in a similar complaint by the getinge life cycle engineering on 2019-08-26. The most probable root cause could be determined as a broken wiring of the optical tachoboard. During the selftest when starting the pump, the controller generates its own stop signal. This stop signal is sent back via the connection which is actually used for the incoming signals (real stop signals !) From the pressure and bubble/level modules. If this test signal gets lost on its way the controller will generate the stop input error message. The stop signal has to pass several components on the motor control board, also an optocoupler. This optocoupler is the weak part in the line. It will break in case of an incoming spike (high voltage signal) before the processor gets damaged. That happens usually when people remove the pump under power (still switched on). If that component is broken, the motor control board should be replaced. An investigation of a hl 20 system that exhibited a similar issue was performed in getinge life cycle engineering. It has been found that two opto-couplers and a diode are damaged, most probably caused by a voltage peak on the aux stop signal. This result lead to the conclusion, that the pump has been placed on or removed from an active pump socket. According to the hl 20 instructions for use a warning to avoid this issue is included. Therefore, most probably root cause could be determined as user-error. Device was manufactured in 2014-09-09 . The review of the non-conformities during the period of 2014-09-09 to 2022-05-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.